Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly could not be withdrawn and it was withdrawn together with the guidewire. It was further reported that the balloon was allegedly wrinkled. Reportedly, the patient experienced endothelial detachment and occlusion of the dorsalis pedis artery. The current status of the patient is unknown.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly could not be withdrawn and it was withdrawn together with the guidewire. It was further reported that the balloon was allegedly wrinkled. Reportedly, the patient experienced endothelial detachment and occlusion of the dorsalis pedis artery. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows a healthcare professional holding the lutonix 035 balloon catheter. The balloon was wrinkled and guidewire lumen inside the balloon are noted to be bunched. No other anomalies were noted. Therefore, the investigation is confirmed for the reported material deformation and guidewire removal difficulty as the inner guidewire lumen was noted to be bunched, which may occur during guidewire removal and could have contributed to the difficulty in removing the guidewire. A definitive root cause for the reported material deformation and guidewire removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, b5, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.